Manufacturer narrative:
The insulin pump received with button error alarm due to corroded keypad traces.also received with missing end cap sticker, cracked case at the displaywindow corner, cracked reservoir tube, cracked reservoir tube window,cracked battery tube threads and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 367 mg/dl. Troubleshooting was performed. The device was returned for analysis.